Event description:
A healthcare facility in (B)(6) reported that the head harness of an iw934 cosycot infant warmer was discolored. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint head harness is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). The complaint device was not returned to fisher & paykel healthcare for investigation. The hospital did not provide any additional information or photographs of the complaint device. Our investigation is based on our knowledge of the product. Without the return of the complaint device, or a photograph of the reported discoloration, we are unable to determine what may have caused the problem experienced by the hospital. The upper and lower harnesses are used to connect the warmer head unit to the control unit. The discolouration of the baffle insulation is most likely due to arcing occurring between two electrical contacts, resulting in contact failure. The arcing was most likely due to a poor connection. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul). The entire harness is enclosed in a ul v-0 rated fire retardant enclosure. Should the connectors completely fail during the operation, an audible and visual alarm will be registered on the front control panel of the infant warmer, thereby allowing the hospital staff time to act and provide other means of warming. A harness replacement kit has been provided to the hospital as requested and a licensed biomed has carried out the repairs.

Event description:
A healthcare facility in (B)(6) reported that the head harness of an iw934 cosycot infant warmer was discolored. No patient consequence was reported.